Event description:
It was observed that the visera cysto-nephro videoscope exhibited that the plastic distal end cover (c-cover) insulation is unable to perform a test due to a missing a-rubber glue at the c-cover side and the bending section cover (a-rubber) glue partially missing at c-cover side and crack at insertion tube side. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the plastic distal end cover (c-cover) insulation is unable to perform a test due to a missing a-rubber glue at the c-cover side and the bending section cover (a-rubber) glue partially missing at c-cover side and crack at insertion tube side. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.